Manufacturer narrative:
Box b3 date of event: february 2021, exact date unknown. Box d6a implant date: april 2017, exact date unknown.

Event description:
It was reported that the patients implantable pulse generator had reached the end of life. Although the patient was implanted approximately four years ago, the physician felt that based on the patients settings, the longevity of the battery was short. The patient underwent a surgical procedure in which the implantable pulse generator was explanted. The device will not be returned as it was discarded at the hospital. Boston scientific has been unable to obtain the serial number of the device despite good faith efforts. The patient was doing fine post operatively and the surgery was successful.

Manufacturer narrative:
Date of event: (B)(6) 2021, exact date unknown. Implant date: (B)(6) 2017, exact date unknown.

Event description:
It was reported that the patients implantable pulse generator had reached the end of life. Although the patient was implanted approximately four years ago, the physician felt that based on the patients settings, the longevity of the battery was short. The patient underwent a surgical procedure in which the implantable pulse generator was explanted. The device will not be returned as it was discarded at the hospital.